Event description:
Caller reported experiencing a display issue with a pump, resulting in a black screen that affected their ability to interact with the device. There was no adverse impact on the customer¿s blood glucose level, as values did not exceed 500 mg/dl or fall below 54 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.